Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is being filed as the mitraclip opened while locked. It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, with a posterior leaflet prolapse. The first xtw mitraclip delivery system (cds) successfully grasped the leaflets. Deployment was initiated, the lock line was removed, and the operator was establishing final arm angle (efaa). During this efaa, the clip opened more than 5 degrees. The clip was closed down and faa reestablished. Again, the clip opened more than 5 degrees, to approximately 10 degrees. Final deployment was performed. The mitraclip remained stable and well seated, reducing mr without further issues. To further reduce mr, an xt mitraclip cds successfully grasped the leaflets. Again, during efaa and after the lock line was removed, the mitraclip opened more than 5 degrees. The clip was closed down and faa reestablished. This time, the clip only opened to the 5 degrees allowed. The mitraclip remained stable and well seated, reducing the mr to grade 2-3. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the reported unintended movement - clip open-establishing final arm angle (efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.